Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. Manufacturer report numbers 3005174370-2015-00101 and 9611385-2015-00072, describe the first and third device, respectively.

Event description:
On (B)(6) 2015, a representative from the dental office provided patient-specific information; initially, this office indicated "a couple" of patients required root canal treatment. In total, the office has now provided information on 15 root canals involving 14 patients. This report details a (B)(6) female patient who received a crown made from 3m espe lava ultimate cad/cam restorative for cerec on tooth #31 on (B)(6) 2014. This crown was secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. On (B)(6) 2015, the patient reported sensitivity to pressure and cold temperatures; she was referred for endodontic treatment, which was performed on (B)(6) 2015. The patient's status is reported as fine.